Event description:
It was reported that this patient with a pacemaker exhibited loss of capture and syncope. Additionally, there was several impedance increases since the beginning of the year on the non-boston scientific right ventricular (rv) lead. The patient was sent home with a monitor and found there was pauses due to non-capture and asystole. Subsequently, the device was explanted and replaced and the non-boson scientific rv lead was surgically abandoned and replaced. The device is expected to be returned and analysis to be performed. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. External visual inspection noted scratches on the case. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with a pacemaker exhibited loss of capture and syncope. Additionally, there was several impedance increases since the beginning of the year on the non-boston scientific right ventricular (rv) lead. The patient was sent home with a monitor and found there was pauses due to non-capture and asystole. Subsequently, the device was explanted and replaced and the non-boson scientific rv lead was surgically abandoned and replaced. The device is expected to be returned and analysis to be performed. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a pacemaker exhibited loss of capture and syncope. Additionally, there was several impedance increases since the beginning of the year on the non-boston scientific right ventricular (rv) lead. The patient was sent home with a monitor and found there was pauses due to non-capture and asystole. Subsequently, the device was explanted and replaced and the non-boson scientific rv lead was surgically abandoned and replaced. The device is expected to be returned and analysis to be performed. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.